Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device becoming less effective the patient had his artificial urinary sphincter (aus) removed and replaced. It was noted that after explant two holes were found in the pressure regulating balloon (prb). The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted.